Event description:
It was reported the patient ((B)(6)) experienced difficulty moving the left arm and leg after surgical intervention was undertaken to implant a cervical lead. (Reference MFR report#(B)(4)) reportedly, the patient has improved movement in the leg and arm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.